Event description:
A 3.00mm diameter x 30mm length endeavor resolute rx drug-eluting stent was inserted into a pt for treatment of a diffuse, eccentric and heavily calcified proximal cx lesion. The lesion showed evidence of thrombus, with irregular contour, moderate angulation, tandem arrangement and moderate tortuosity. The lesion was pre-dilatated with a 2.00mm diameter x 20mm length balloon. It is reported that the physician was unable to pass the endeavor resolute rx drug-eluting stent on the first attempt. The device was removed from the pt. Upon withdrawal of the device from the sheath, it was noted that struts had lifted. The lesion was then pre-dilatated again with a 2.50mm diameter x 20mm length balloon. An attempt was made to implant a second 3.00mm diameter x 30mm length endeavor resolute rx drug-eluting stent, however, the device failed to cross the lesion. The device was removed from the pt. Again, upon withdrawal of the device from the sheath, it was noted that struts had lifted (ref MFR report # 2953200-2010-00528). The lesion was then pre-dilatated again with a 3.00mm diameter x 20mm length balloon. A 3.00mm diameter x 28mm length other brand stent was then successfully implanted. Pt status post procedure was reported to be okay. A good final result was reported, with post procedure timi iii flow present. No clinical sequelae were reported. Device has been discarded at the reporting facility and therefore, not available for investigation. Cine images and procedural notes relating to the case were returned for review. The vessel morphology in the proximal to mid lcx, where the target lesion was located, was confirmed on the images to be diffuse, eccentric and heavily calcified, as reported in the case notes. Images showing the attempted delivery and withdrawal of the undeployed endeavor resolute stents were not present in the images provided. But the repeated pre-dilatations of the proximal and mid vessel i.e. The diffuse lesion, was present in the images. The images show the successful delivery and deployment of what appears to have been the other brand stent.

Manufacturer narrative:
(B)(4) - stent damaged during procedure: eval, method: procedural images and procedural notes. Results: diffuse, eccentric and heavily calcified lesion. Failure to deliver stent. Conclusions: diffuse, eccentric and heavily calcified lesion. Lesion not sufficiently pre-dilatated.